Event description:
It was reported by philips international team, while not in clinical use, the v60 displayed check vent: proximal pressure sensor auto-zero failed." Investigation is ongoing.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17992.

Manufacturer narrative:
H10: the authorized service provider (asp) was not able to duplicate the issue. The asp confirmed the occurrence of error code 110b (check vent: proximal pressure sensor auto-zero failed) in the event log. The 3rd and 4th solenoid were preventatively replaced. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: updated contact information, contact office entity, and manufacturing site.